Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" (B)(4), which is shipped with every homechoice device. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a cut on the transfer set during the setup, prior to connecting to the homechoice (hc). The care giver (cg) stated that the transfer set was cut by the hp by accident at the time when the hp was trying to remove the tape from the body. As a result, the hp was taken to the hospital where the transfer set was removed and replaced. The hp was given antibiotics as a preventative. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.